Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment via webform and as a result and was unable to self-treat. The customer subsequently received third-party intervention whom provided juice, sugar, and food as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.